Event description:
Information received from the field notes that during a routine follow-up, bipolar ventricular lead impedance was 1650 ohms and unipolar impedance was 375 ohms. Bipolar capture thresholds were 4.5 v, 1.0 ms. Unipolar capture thresholds were 1.5 v. The patient was not pacemaker dependent. The device could not be programmed to unipolar due to patient discomfort. The device was left in bipolar at maximum output.